Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized and admitted to emergency room for high blood glucose levels and diabetic ketoacidosis (dka) on (B)(6) 2019. It was reported that the customer had ketones in the body. It was reported that the customer had high blood glucose levels of 23 mmol/l at the time of incident. It was reported that the customer¿s current blood glucose level was 10 mmol/l. It was reported that the customer was driven to the emergency room by the roommate. It was reported that the customer was not feeling well and had high blood glucose. It was reported that the customer was put intravenous fluid when she was arrived at the hospital and was connected to insulin pump this morning. It was reported that the cannula was curved and the insulin pump received insulin flow block alarm for two days during a bolus. It was reported that the customer had bolus eight units of insulin when she was at 23 mmol/l and the blood glucose levels did not go down. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The customer reported that the insulin pump was dropped. The customer reported that the insulin pump was damaged and piece was missing. It was reported that the reservoir was able to lock in place. The customer reported that the event was resolved by complete infusion set and reservoir change. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. No unexpected insulin flow blocked alarm. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label fading and minor scratched lcd window.